Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified that host pc was not booting up. The engineer replaced the host pc and reinstalled the software. After replacing host pc and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a host pc fault on the biplane allura device. The device was inside clinical use at the time of the event. No harm was reported. A philips engineer visited the site and replaced the host pc. The device was returned to expected functionality.